Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezc1864 showed no other similar product complaint(s) from these lot numbers.

Event description:
On (B)(6) 2015 per medwatch: allegedly, during PICC insertion procedure, supposedly, the guidewire got stuck in the steel needle. Supposedly, when trying to remove the guidewire from the needle, which was still in the patients arm, the guidewire reportedly, started shredding into little thread like fibers. Reportedly, it was difficult to remove from the patients arm, but we were able to safely remove all of the wire and needle.